Event description:
The patient received the scs system on (B)(6) 2009. It was reported the patient has not used the stimulation or charged the scs system for the past several months. The patient recently tried charging the system but was unable to initiate communication between the ipg and both the charger and the patient programmer. A replacement charging system did not resolve the issue. The patient is working with her physician to determine the next intervention in order to resolve the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory.